Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The nurse of a peritoneal dialysis (pd) pt reported finding a fluid leak during her treatment at a hospital on (B)(6) 2014. When the nurse went to complete her routine check on the pt, she discovered the pt line was no longer connected and fluid was leaking from the pt line. The sample set has not been retained. During follow up the hospital nurse manager reported that the pt was fine during her remaining stay at the hospital. She did not have signs of infection but was prescribed prophylactic antibiotic vancomycin. The pt's peritoneal dialysis registered nurse (pdrn) reported that the pt has switched hemodialysis for unrelated reasons. The pdrn stated that prior to the pt switching to hemodialysis the pt was fine with no signs of infection. No adverse event reported at this time.